Event description:
It was reported that during an lavh procedure, the insulator, which is a gummous part, turned outward. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/20/2008. Information anticipated, but unavailable at this time.